Manufacturer narrative:
(B)(4). Report source - foreign: france. Concomitant medical products: item name: cmn femoral nail, ccd 130°, right, 11.5 mm, 38 cm; item#: 47249338211; lot#: 2820901. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Based on the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0009613350 -2022 -00353.

Event description:
It was reported that the patient was implanted with a femoral nail and screw. Around 2.5 years later, the bone had consolidated and the patient was feeling discomfort so a revision surgery took place. During this revision surgery, while removing the lag screw, fracture of the wings made the removal of both implants impossible. The revision surgery had to be rescheduled. The patient underwent 2nd revision surgery, in this surgery screw and nail were removed without difficulty. No further patient outcome provided. Attempts have been made and no further information has been provided.